Manufacturer narrative:
The reported issue of an infiltration having occurred during an infusion of the drug vancomycin could not be confirmed and the date of the incident was not provided; however the pump module during an infusion of vancomycin on 13/jun/2018 had alarmed for partial patient side occlusion. The cause for the partial patient side occlusion alarm could not be ascertained from the log analysis. The dfu on page 2-81 section warnings and cautions under the general heading informs that the pump is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions. The reported issue that the display was not displaying the name of the medication is suspect to be the result of the partial patient side occlusion alarm. During the occlusion alarm the pcu display changes to displaying ¿alarm¿ and not the drug and vtbi information. During the investigation the alphanumeric display on the pump module had exhibited very dimness once but could not be repeatedly replicated indicating the issue was very intermittent. The display board assembly was noted to be over 12 years old and age may be a contributing factor. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement

Event description:
The customer reported that during an infusion of vancomycin, the IV infiltrated and caused a moderate egg shaped swelling on the patient's hand. The pump was alarming, flashing red and green, not displaying the name of the medication on the screen. The nurse asked the patient to reposition the hand and restarted the infusion. The pump then beeped and switched to the normal saline line, still not displaying the fluid on the screen. The red alert occurred with the display reading, ¿occluded patient side¿. After checking the line and finding the infiltration, there was an unknown amount of fluid in the area of the infusion site. At this time, there is no report of any treatment for this area.